Event description:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to third party service center. During the evaluation, the device was visually inspected/scrapped and found power connector of the unit can't be powered on in order to be able to collect the error log/machine hours/error code numbers/software version. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit is corroded and the unit can't be power on in order to be able to collect the error log/machine hours, error code numbers/software version. In addition, there was contamination from dust/dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.